Manufacturer narrative:
Further information was requested, but not yet available. The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
It was reported that premature battery depletion was observed on the implantable cardioverter defibrillator. The device is part of the battery performance alert advisory and awaiting explant. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the device was explanted and replaced (B)(6) 2019. The patient returned for a follow up in clinic and was doing well and was stable.